Event description:
Procedure: robotic total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, bilateral sentinel lymph node dissection. The ovarian vessels were skeletonized with care to avoid the ureters, cauterized and transected. The anterior and posterior leaves of the broad ligament were transected including the round ligaments, and the vesicouterine peritoneum incised to create a bladder flap. This was an unusually difficult dissection for someone with no prior cesarean section. We backfilled the bladder during the dissection to fully understand its location. The uterine vessels were skeletonized, cauterized and transected bilaterally, followed by the cardinal and uterosacral ligaments. An anterior colpotomy was created and carried circumferentially around the base of the cervix following the uterine manipulator, separating the specimen from its vaginal attachments. The specimen was retrieved through the vagina. Of note, during removal of the manipulator the green cup and balloon became detached and were removed separately; the manipulator was thoroughly inspected and all parts were accounted for.